Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro centrifuge vial. Visual inpsection found a optic torn, haptic torn, and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.50/0.5/075 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as patient related factor.